Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a total laparoscopic hysterectomy and the tissue pad fell off the clamp arm into the patient. The tissue pad was retrieved with graspers and a second device was used to complete the case with no consequence to the patient. The device was discarded.